Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2022. A follow up phone call made by dexcom technical support to the patient on (B)(6) 2023, it was reported that the patient experienced a skin reaction which occurred ten days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed inflammation, blisters, drainage, pustules, and a scar under the sensor patch. The patient had burning sensation in the area. The patient stated, "the top layers of my skin began to almost blister and melt" and "to this day I still have scar tissue over the affected areas and is sensitive to the touch". The reaction was treated with an unspecified otc triple antibiotic topical ointment. There was no documentation of medical intervention. No additional event or patient information is available.